Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found there is some tissue built up. The ptfe pad (teflon pad) was inspected and found the teflon pad is lifted exposing metal on the jaw. The distal end of the device was inspected under a microscope and charred marks were noted on the top side of the jaw and on the probe tip. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a diagnostic laparoscopy procedure, the teflon pad from the grasping section of the device melted. No device fragment fell into the patient. There was no metal exposed on the device jaw. The generator settings were unknown and no error messages were observed. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.